Event description:
It was reported that the shaft of the micropituitary was broken at the pin near the tip. There were no patient complications.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.